Event description:
The customer reported having difficulties with her insulin pump, and her blood glucose reading was 533mg/dl. The caller stated that she saw the doctor in the clinic, and the doctor assisted her changing the infusion set and delivering a bolus of 10.0 units. The customer stated that she changed the site and went to bed. While lying down she started to feel nauseous. Troubleshooting was declined as customer started having difficulties to see the screen on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.